Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Customer called with concerns because had dipped sample swab into reagent and then swabbed son's nose; tss reviewed package insert for qv otc with customer - pi states to avoid contact of reagent with skin, eyes, recommends to flush with water.

Manufacturer narrative:
Subject: customer called with concerns because had dipped sample swab into reagent and then swabbed son's nose; tss reviewed package insert for qv otc with customer - pi states to avoid contact of reagent with skin, eyes, recommends to flush with water. Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Customer called with concerns because had dipped sample swab into reagent and then swabbed son's nose; tss reviewed package insert for qv otc with customer - pi states to avoid contact of reagent with skin, eyes, recommends to flush with water.